Event description:
It was reported the implantable neurostimulator (ins) was ¿defective.¿ during the procedure, the lead could not be connected to the ins and despite torque, the lead was ¿again pulled out¿ of the ins. It also did ¿not work well¿ with a new screwdriver. The ins was never implanted and a different ins was used as a result of the event. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, lot# unknown, product type: accessory. (B)(4). Analysis of the implantable neurostimulator found the setscrew was backed out too far.